Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was sensing and pacing failure on the right ventricular (rv) lead. The rv lead dislodged and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.